Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced high blood glucose level. The customer¿s blood glucose levels were 404 mg/dl, 194 mg/dl and 298 mg/dl. The customer was treated with insulin pump. The customer did not report any symptoms related to high blood glucose level. The customer reported that the insulin pump passed the self test and displacement test. The customer did not allege the insulin pump for under delivery. The insulin pump will not be returned for analysis.